Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient is experiencing dysphonia and was referred to see an ent. Per the ent, the patient's left vocal cord is paralyzed and the patient needs a laryngoplasty. The nurse practitioner is concerned that this is related to vns and the device was turned off due to dysphonia. No other relevant information has been received to date.